Manufacturer narrative:
Pump passed displacement test and self test. Hardware low level failure alarm confirmed in the pump history due to broken trace on u1 keypad assembly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarmed as hardware low level failures. Customer was able to successfully clear the alarm and complete insulin pump rewind also. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.